Event description:
Customer reported the system would continue to fluoro even after releasing the button, and the system displayed a communication error. No pt injury was reported.

Manufacturer narrative:
Customer cancelled call. Customer has contract with 3rd party.